Manufacturer narrative:
Attempts to obtain additional information from the article author(s) were unsuccessful. The findings of the study were summarized in the article: osman f, krishnamoorthy s, nadir a, mullin p, morley-davies a, creamer j. Safety and cost-effectiveness of same day permanent pacemaker implantation. Am j cardiol. 2010 aug 1; 106 (3): 383-5.

Event description:
Boston scientific crm received information from a study designed to evaluate the same day pacing practice to determine safety and cost-effectiveness. The study involved a total of 780 patients who were scheduled for elective new permanent pacemaker implantation as a same day procedure, and involving both single and dual chamber model devices across all device manufacturers. Complications requiring an in-hospital stay following the procedure included hematoma, pneumothorax, angina, and arrhythmia. Additional complications included lead dislodgement, high ventricular threshold values, lead sensing issues, wound infection, hematoma requiring evacuation, and subclavian vein thrombosis. Of the 780 patients, 94 had died at the mean follow-up of 2.4 years; none were related to pacemaker implantation.